Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis further described as ¿abdominal inflammation.¿ the cause of the peritonitis was reported to be due to ¿leakage of peritoneal dialysis tube¿ (no further detail was provided). On unreported dates, the patient was hospitalized for the peritonitis and during hospitalization, pd therapy was withdrawn. No further information was provided regarding further treatment for the event. At the time of this report, the patient was recovered from the event. No additional information is available.